Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Blood glucose level was 122 mg/dl. During a follow-up, it was reported that the o-ring was successfully removed. Reportedly, the pump was damaged due to trying to remove the o-ring resulting in being unable to load a new cartridge onto the pump. The customer reverted to manual injections for insulin therapy.